Manufacturer narrative:
Further investigation of the customer issue included a review of the historical complaints, review of historical data, review of design history records, review of labeling and an accuracy performance study. Historical complaint, data and design record reviews did not identify an adverse trend. Labeling was reviewed and found to be adequate. All validity and acceptance test protocol criteria was met. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified. Based on the results of this evaluation a product deficiency was not identified for this issue and there is not sufficient information to indicate a malfunction has occurred.

Event description:
(B)(6). The customer observed falsely elevated ipth results for one patient while using the architect i2000sr analyzer. The following data was provided (in pg/ml): initial 59.1 repeat 32.3. There was no impact to patient management. No further patient diagnosis or details are known.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list 08k25-25 that has a similar product distributed in the us, list number 08k25-27.